Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Upper gs surgery - "this is a complaint from the market. Administrative no.(B)(4). Please refer to the complaint sheet for investigation. Report from the sales rep - at the end of procedure, during a check of trocars, the customer noticed one of the trocars was missing a portion. When looking for a portion, it was found on the floor. After confirming no portion was in patient cavity, the operation was completed. Please refer to septum cer check list for the information about devices inserted/removed into/from the trocar. Initial investigation report by (B)(6) - the event unit was returned to olympus and visually inspected. The septum was found to be damaged and missing a portion as shown in fig.1. The portion (size appx 9.4mmx8.9mm as shown in fig.2) returned from the facility is partially similar to a hole of the septum in shape. However, it is likely that another missing part was found on the septum. The portion matched to another missing part was not returned to olympus. The unit will be returned to amr for further evaluation. Admin#(B)(4)." Patient status - no patient injury. Type of intervention - na.

Manufacturer narrative:
Investigation summary: the event product was returned to applied medical for evaluation with a rubber fragment. Upon inspection, engineering noted fragmentation of an internal rubber component of the seal. The rubber fragment returned matched the missing portion on the seal. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.